Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment information was not reported. After ten days, the patient was discharged from the hospital and was reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.